Manufacturer narrative:
Follow-up #1: date of submission 12/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during investigation, the pump powered on normally with no issues. The original complaint was unable to be duplicated. The pump was exercised for 24 hours with no self-locking issue occurring. The pump was able to be manually unlocked successfully during testing. There were no hypersensitive keys observed on the keypad and the lock feature was found to be functioning properly during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue): the pump is locking on it's own with no intervention this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.